Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent edge came in contact with the collar of the non-bsc guide extension catheter and was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.